Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section cover was leaking. The device evaluation found that the insertion tube was peeling. Additional findings include the following: the adhesive on the surface of the ultrasound probe was peeling off, and the bending section cover adhesive was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the peeling of the insertion tube. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: instruction manual (edition 28). Warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope failed the leak test. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the insertion tube was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.